Event description:
It was reported that the customer experienced a failed battery test. The customer cleared the alarm, removed battery and cleaned contacts. The customer's blood glucose was unknown. Advised the customer to insert a new aaa battery, but it still alarmed failed battery test. The battery cap and batteries will be replaced. Advised the customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).